Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1429271, #1429523, #1429891, #1429272, #1429066, #1435545, #1434852, #1434597, # 1430186, #1430511 and #1436109). Root causes are not identified. This kind of event is tracked and we monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The patient's tooth was extracted.